Event description:
Reporter stated patient performed 3 sets of back-to-back tests on suspect device with results of 50 mg/dl and 200 mg/dl, 85 mg/dl, and 40 mg/dl, and 100 mg/dl and 100 mg/dl and 59 mg/dl. No patient injury was reported and no treatment was received. Reporter stated that quality control testing was performed on the suspect device; however, patient could not recall the values. At the time of the report, patient no longer had the test strips that produced the discrepant results.